Event description:
It was reported that the patient has lost stimulation coverage of the right side of her lead due to high impedances. The patient underwent a revision procedure wherein the linear leads where replaced. The patient was doing well postoperatively. The explanted device components will not be returned as it was discarded by facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 17489734.